Event description:
It was reported that a patient had a helical blade placed in treatment of a hip and shattered femur. Since treatment from orthopedist and rheumatologist, patient experiences signs and symptoms of constant ache and pain. It was also reported that the patient is concerned that he may possibly be having a titanium reaction. Doctor's recommendation is a full hip replacement if constant ache continues. To date, no explant is scheduled. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.